Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to stem loosening.

Manufacturer narrative:
The m/l taper stem with modular neck adaptor were returned for review. The stem has a number of small spots of biological matter. X-rays were returned of the hip hemiarthroplasty from a frontal and sagittal view. No obvious loosening is visible. Review of the device history record report show no deviations or anomalies were noted in the manufacturing process for this lot. The reported device is used for treatment. Review of the complaint history identified no previous complaints for the part lot combination. It was confirmed that all devices reported were used in an approved and compatible combination. Surgical notes were not provided. Surgeon review of the x-ray images confirmed that the stem appeared to be well seated. The surgeon could not determine any loosening from the immediate post-operative radiograph. As stated no anomalies were noted in the construct. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.